Event description:
It was reported that the device was confirmed at end of life/end of service (eol/eos). The eol was within the expected range. The eol condition occurred within the expected longevity range. The pump had been alarming and the patient was told that their battery was getting low. The replace pump by date was (B)(6) 2015. The patient was hurting more and that was why they called patient services. The patient saw a neurosurgeon on (B)(6) 2015 about the pump replacement but surgery had not yet been scheduled. It was later reported that the pump battery alarm occurred- "empty pump." The pump was successfully replaced on (B)(6) 2015. The patient recovered without permanent impairment. The patient reported that they received assistance from their doctor or manufacture representative and their concerns were resolved. The pump system was delivering prialt.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).